Event description:
The account alleged the knee section lowers on its own. The account has unplugged both siderails and it continues to do it.

Manufacturer narrative:
The account has unplugged the knee motor and declined to repair the bed.